Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the high voltage cable. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the 9800 system displayed a stator not on error message upon boot up. No pt injury was reported.